Manufacturer narrative:
Qc has been performing within the customer's established ranges. A field service engineer (fse) went on-site (B)(6) 2011 and performed a pipettor precision test on all four reagent pipettors. All testing passed within instrument specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously normal tsh result of 0.8uiu/ml generated by the unicel dxl 800 access immunoassay system for one patient's sample. Repeat testing on 2 different instruments gave results of 2.4uiu/ml and 2.2uiu/ml respectively. Subsequent testing on an alternate methodology produced a lower discordant result of 0.074 which better matched the patient's clinical presentation. It is unknown if there was an affect to patient treatment with regard to this event.